Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer shut off itself without turning off manually. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis found when the rf head was plugged into the programmer and the rf head cable was moved it caused the programmer to shut down; the rf (radio frequency) head cable found damaged. Analysis also found the bezel was damaged with exposed antenna. The keyboard was pulling apart and the slide cover was missing.